Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) verified the reported problem. The customer's biomedical engineer ordered a replacement battery. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the unit did not pass the power fail and internal battery tests. Reportedly, the battery failed to charge. The customer reported the unit was not in use on a patient.